Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced incontinence, urgency, frequency, constipation, mesh erosion, urinary tract infections, inflammation, urethral diverticulum, fibrosis, red rash, foreign body palpated incision, dyspareunia and microscopic hematuria. An excision of the exposed mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.